Manufacturer narrative:
Product event summary: analysis confirmed the loss of telemetry with certain devices. The radio frequency transceiver was replaced to resolve the telemetry issue and the programmer passed all final functional and systems tests. No other anomalies were found. Concomitant products: product ID 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID 2067 radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer lost telemetry with certain implantable device models. It was noted that the programmer would begin to interrogate and load software but would lose telemetry once the software was loaded. User attempted a hard reset, ran the service diskette, updated the software from the software distribution network and changing the radio frequency programmer head, but the situation did not resolve. The programmer was returned for evaluation and repair. It was indicated that there wasno patient involvement associated with this event.

Event description:
It was reported that the programmer lost telemetry with certain implantable device models. It was noted that the programmer would begin to interrogate and load software but would lose telemetry once the software was loaded. User attempted a hard reset, ran the service diskette, updated the software from the software distribution network and changing the radio frequency programmer head, but the situation did not resolve. The programmer was returned for evaluation and repair. It was indicated that there was no patient involvement associated with this event.